Event description:
It was reported that at times the patient's left shoulder elevates on its own. Information was received from the physician that the cause of the patient's arm elevating is related to neck and chest pain, and is due to vns stimulation. It was indicated that an external factor has been ruled out as the cause of the arm elevating. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.